Event description:
The patient was undergoing insertion of endotak c implantable lead for use with aicd system. The right subclavian vein was readily found with the needle and guidewire was placed. The introducer was easily placed over the guidewire. There was immediate access into the central venous system by knowing easy placement of the endotak into the superior vena cava. This was noted on fluoroscopic examination. Under fluoroscopy, multiple attempts at placing the endotak into the right ventricle failed. The lead could not be advanced through the tricuspid valve. The patient's pressure dropped, but she did respond to intravenous epinephrine and fluid. On the next pass with the apparatus, fluoroscopy showed that it was out into the right chest and there was a significant problem with a probable perforation. On fluoroscopy, there was fluid in the right chest. The endotak was removed. The case proceeded to an open thoracotomy with institution of cardiopulmonary bypass and repair of superior vena cava; reinstitution of cardiopulmonary bypass with repair of type 1 dissecting ascending aorta by replacement via the ascending aorta with a dacron graft. The patient required placement of an intra-aortic balloon tobe successfully weaned from cardiopulmonary bypass. The patient demonstrated severe coagulopathy that was resistant to the usual modalities. The aortic anastomosis tore and there was no longer hemostasis at the distal anastomosis. Attempts to fix this were successful, but the patient's hemodynamic status did not tolerate this. The patient expired despite resuscitative measuresdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.